Event description:
This rv lead was implanted on (B)(6) 2000 and was capped on (B)(6) 2016, due to impedance issues - high shock greater than 125 ohms. The physician was dr. (B)(6), at medical center . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).